Event description:
It was reported that premature eol was suspected, as the battery was within normal range one month prior. Device was explanted and replaced. There were no complications for the patient.

Manufacturer narrative:
The reported field event of a short eri to eol margin was confirmed in the laboratory via review of the device image. The device was tested on the bench and using automated test equipment, and no anomaly was found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the short eri to eol margin could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.